Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was 39 mg/dl. The customer was sleep and fell out of the bed and was confused. The customer was admitted to the hospital. The customer stated the perceived cause of the low blood was not known, how he was low. The customer stated that he sees his doctor every month. The incident is reported to record a previous event of hospitalization.